Event description:
During procedure on (B)(6) 2012, plastic gasket type ring separated from the auto suture company trocar bluntport plus converterless w/blunt grip threaded anchoring device cat. No: (B)(4), size: 5mm-12mm, part no: (B)(4), job device ID: (B)(4). The ring was immediately recovered, tagged, and removed, along with the rest of the instrument. There was no harm to the pt. The expiration date on the instrument is 8/2013, and its date of sterilization was 8/2012.